Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported during a therapeutic procedure, after about five (5) minutes turning on the power, the image became gray and could not be seen. This also occurred while inspecting the device prior to the procedure, however, it had been resolved after restarting it. The procedure was completed using a similar device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The subject device manufacture date was not identified, and the serial number is unknown. The device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the legal manufacturer's investigation, the logs were checked and there was no data found after conversion. Therefore, it was surmised that the log data could not be obtained due to a cf card or board failure. Another possible cause could be poor contact with the light source cable. Olympus will continue to monitor field performance for this device.